Event description:
Patient reported the menu and check buttons on the infusion device do not function. The infusion device was requested for evaluation. No physiological effects were reported, and she did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
The product was received for evaluation on (B)(4) 2012. The complaint cannot be verified, the product meets the specification regarding the customer's allegation. The problem mentioned by the customer could not be reproduced. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.